Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the surgeon used either a fenestrated bipolar forceps instrument or a cadiere forceps instrument to clean the char on the tip of the monopolar curved scissors (mcs) instrument. The action caused the mcs instrument tip to dislodge from the instrument and a piece of plastic at the tip was observed to be missing. The surgeon was able to retrieve the mcs instrument but not the missing plastic at the tip. The surgeon was unable to locate the missing plastic tip that was approximately 3mm x 3mm in size. The procedure completed robotically. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the instrument was inspected prior to use with no damage noted. The surgeon was informed by the robotics coordinator of the missing piece. The surgeon did not do an additional x-ray test as the piece was not x-ray detectable. The surgeon used the suction irrigator and the endoscope to search for the missing piece.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken tube adapter. Material was missing and not returned by the customer. The missing material was approximately 3mm x 2mm in size. Additionally, the coextrusion of an sp sheath appeared to remain installed on the instrument tube adapter. The coextrusion measuring approximately 14mm x 5mm appeared to be broken. The rest of the sp sheath was not returned with the instrument.